Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening and broken plug strap assessed as surgical damage, observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe. As per the investigation procedure, creases. Were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported exchange from textured to smooth. Healthcare professional later reported "rupture" of a saline device and exchange from textured to smooth. Affected side is left. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
(B)(6) reported, exchange from textured to smooth. Healthcare professional, later reported, "rupture" of a saline device. And exchange from textured to smooth. Affected side is left. The device remains implanted.

Event description:
Device has been explanted and replaced.